Event description:
It was reported that the 9600 system had a charger failure error code prior to a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was plugged in over the weekend as a precaution to insure the batteries were fully charged during the service call. The system was tested and found to be working as intended and put back into service.